Event description:
During zoll medical's technical service dept's recertification of the device, the unit failed to power up. The complainant indicated that there was no patient involvement in the reported malfunction.